Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded about one and a half years earlier. Further review also confirmed that the device recorded a code indicating the charge time had exceeded the charge time limit. The battery voltage was lower than expected. Due to the longer than 45 second charge time, no tachycardia therapy was available while implanted. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during an in-office interrogation a code 1007 displayed indicating a charge time had exceeded the charge time limit. It was unknown if the patient had a recent magnetic resonance imaging (MRI). Boston scientific technical services (ts) was consulted and another capacitor reformation was performed which resulted in a charge time of greater than 45 seconds. Ts advised that the implantable cardioverter defibrillator (ICD) should be explanted as therapy was unable to be guaranteed. Subsequently a revision procedure was performed where the ICD was explanted and successfully replaced. No additional adverse patient effects were reported.